Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported continuous downstream occlusion, which was not reproduced during evaluation. The device passed downstream occlusion testing but the force sensor was found out of specification. A review of the event history log identified downstream occlusion messages. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump continuously alarmed downstream occlusion. There was no known patient injury, or medical intervention associated with this event. No additional information is available.